Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the sensor related to minute ventilation was not functioning as intended with this pacemaker. The sensor was tested during a treadmill test and normal function was observed. The patient then went for a hall walk and there was no response from the minute ventilation sensor. It was initially presumed that the patient was breathing outside the filter range for the sensor. Additional raw data was reviewed following the tests which indicated higher noise counts than expected. However, there were no stored electrograms (egm) that indicated any issues with noise. The device was explanted and successfully replaced. No additional adverse patient effects were reported.